Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping noted. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported a button error and stated that he was unable to clear the alarm. The blood glucose reading was 147 mg/dl. He stated that the numbers would move without input and that he took out the battery to stop the issue. Nothing further was reported.